Event description:
This report summarizes two malfunctions. A review of the reported informations indicated that model ec500f vena cava filter allegedly experienced detachment, tilt and perforation. This information was received from various sources. The malfunctions involved patients with no known impact to the patients. The first patient was (B)(6) years old female and weight was unknown; while the second patient's age, sex and weight was unknown.